Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The insulin pump was programmed with the current time and date and monitored for one week. The time and date are functioning properly with no delays noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that clock of the insulin pump was not stay correct and customer also report that they were assisted with self test and the test result was failed. Customer's blood glucose value was 300 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. Insulin pump will be returned for analysis.